Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed, and no anomalies were found.

Event description:
It was reported that during attempted implant, the physician got high impedance measurements when connecting the leads to the device. The physician unscrewed the right ventricular (rv) lead from the device and tested it again with the analyzer with good values and stimulation. The physician tried several times to connect the rv lead to the device without success; always no stimulation and high impedance. It was visually verified that the lead was inserted correctly. On the egm for the rv, there was double vs and a lot of noise. The device was replaced. No patient complications have been reported as a result of this event.